Event description:
It was reported that the patient presented in-clinic for a device check. A patient notification had been delivered for high, out of range pacing lead impedance. A gradual increase in the pacing lead impedance over the past 7 months was noted. In-clinic the pacing lead impedance was high, out of range. A slight decrease in sensing and loss of capture were also noted. Lead fracture was suspected. The lead will be replaced.